Manufacturer narrative:
This ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient last charged the ipg approximately two years ago. As such, the ipg was inoperable. Surgical intervention was undertaken on (B)(6) 2018 to explant the ipg. The patient was connected to an external pulse generator (epg) for an ongoing trial. Effective stimulation was restored post-operatively.